Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and it was also stated that the patients ipg was nonfunctional. The patient underwent an explant procedure. The explanted device will not be returned since no rep was present during the explant. No further information could be obtained despite good faith efforts.